Event description:
It was reported that the customer had high blood glucose and was hospitalized for diabetes ketoacidosis. It was stated that the customer's glucose level was in the high 30's mmol/l all week. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.